Event description:
It was reported that during the implant attempt, the physician experienced "tightness" when passing and retracting the right ventricular lead through the introducer. The physician then noticed that the coil was distorted and a new lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.